Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband reported the infusion set leaked insulin and the customer experienced hyperglycemia of 500 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.